Event description:
It was reported that the left ventricular (lv) lead had moved since the device changeout, and had elevated thresholds. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.